Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure.according to the complainant, the patient was being treated for a stomach bleed of unknown etiology. The gold probe device was positioned within the patient's stomach. However, upon engaging the generator, there was no current being delivered to the probe. The gold probe device was removed from the patient, and the procedure was completed without complications using an olympus device. The generator was checked, and found to be functioning properly.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.